Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective external oxygen sensor to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported low internal oxygen(o2). There was no patient involvement.